Event description:
Reporter called regarding the watchman procedure alert. The watchman procedure alert refers to a 2025 FDA and boston scientific advisory about the watchman access system, highlighting a high risk of air embolism during implantation if not performed with positive pressure ventilation. After the procedure, she stated she had a heart attack, air embolism, and experienced blood loss. She ended up in ICU for 5 to 6 days and needed two pints of blood from blood loss.